Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 results from the cobas 8000 ise 1800 module for 1 patient. The initial sodium result was 165 mmol/l. The repeat result on another line was 136 mmol/l. The initial potassium result was 5.8 mmol/l. The repeat result on another line was 4.9 mmol/l. The initial chloride result was 82 mmol/l. The repeat result on another line was 101 mmol/l. The initial sodium result was critically high, causing the sample to be repeated. There were also ion-selective electrode (ise) noise flags on some samples around the time of this sample. The repeat results were deemed to be correct. The questionable results were not released outside of the laboratory.

Manufacturer narrative:
The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. A field service engineer (fse) replaced the dilution cup, degasser, and sample valves. The fse performed ion-selective electrode (ise) checks and a precision check that passed. Qc was within the specified ranges. The investigation is ongoing.